Event description:
It was reported that (1) device was used during an abdominal aortic aneurysm. It was reported by the rep that during the procedure, the mcl20 clips would not advance properly. The case was completed by using another instrument. There was no consequence to the patient.